Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room, opened the incision, removed scar tissue, resecured the ipg, and closed.